Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2011, the patient underwent surgery for repair of an umbilical hernia. It is alleged that a non bard/davol product was implanted to repair the hernia defect. It is alleged by the patient's attorney that on or about (B)(6) 2014, the patient underwent a surgical repair of a recurrence of the hernia defect. It is alleged that a bard/ davol ventralight st was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2018, the patient underwent removal of the mesh products. As reported, the patient has suffered and will continue to suffer physical pain and suffering for severe and permanent personal injuries, as well as mental anguish and emotional distress. Attorney alleges that the patient experienced anxiety, depression and the device was defective.